Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-feb-07 from a consumer (con). It was reported that the patient's pump(s) never ran out of medicine. When asked the serial number of the pump(s) involved with running out of medicine the patient replied that the pump(s) never ran out of medicine and has no idea which pump(s) was being referred to. The patient was currently on their 6th pump. The patient did not experience any symptoms as the pump(s) never ran out of medicine. The patient wanted to make it clear that there was not a problem with the pump(s), the problem was finding a doctor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain and complex regenerative pain syndrome type I. It was reported that on an unknown date the patient ran out of medications with one of the first pumps or two pumps but can not remember which ones or dates.